Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced unexplained high blood glucose of 346 mg/dl and have gone up to 400 mg/dl. Customer treated high blood glucose with manual injection and food. Customer reported that when cannula was pulled out, some insulin came out leading customer to believe that body was not absorbing insulin. Customer reported that site was rotated and had not experienced bent cannula. Customer reported that no alarms were received. Customer could contact diabetes educator.